Event description:
Pt was infusing IV antibiotic utilizing cadd prizm pump and cadd tubing. Smiths item number 21-7394-24 cadd admit set. While infusing the medication on (B)(6) 2018 the male luer lock on the cadd tubing detached from the tubing set resulting in the IV medication leaking onto the pt. The pt noted the malfunction, stopped the infusion and contacted the home infusion provider. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: bacteremia. Is the product compounded? No; is the product over-the-counter? No.